Event description:
"We had event of bag breaking during tranport. Sample is avaiable. Lot number is h05e26033. Unit was released for patient infusion on 02/01/2006 and was infused to patient on 02/01/2006. A total of 7 bags were infused to patient. There was 70ml of product in the bag. Unit was shipped in a dry shipper for approximately 90 min drive to where patient was infused with unit. Bag was noted to be shattered and appeared to have started on the side of the bag when preparing to infuse. Patient did receive product from the bag and received antibiotics (unknown medication, dosage, strength, time frame) and samples were sent from patient for testing (blood culture). Viral markers were negative prior to the release of the unit. But positive for cmv. A metal cassette is used for freezing and storage. A controlled rate freezer is used. Storage is in vapor phase and this unit was in storage from processing in 01/2006 until released for infusion on 02/01/2006. Refuse to give any patient information."